Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported by the customer that a spectrum pump had evidence of tampering/unauthorized service. The pump was sent to a third party repair and the input/output printed circuit board (I/o pcb) was switched out. This switched the serial number of the pump from (B)(4) to (B)(4). It is unknown if there was patient involvement with the device after the unauthorized service was performed.